Event description:
The reporter stated the surgeon was inserting a cq2015a collamer aspheric three piece lens and noted the injector plunger overrode and tore the back haptic. There was no patient contact. A different type lens was implanted. The reporter stated the cause of the torn haptic was due to a loading issue/error. The lens will not be returned as the surgeon lost the lens.

Manufacturer narrative:
(B) (4). (B) (4).